Manufacturer narrative:
Super poligrip is mfg in (B)(4), and the product was not available. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of loss of smell in a (B)(6) female pt who used super poligrip original denture adhesive cream as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medication included another unspecified variant of super poligrip. On an unk date, the pt began using super poligrip original and another super poligrip variant. An unk time later, the pt experienced loss of smell, stumbling sideways and forward, and loss of balance. She indicated that this began in the past when she was using tubes of super poligrip that contained zinc. This case was assessed as medically serious by gsk. Use of the super poligrip products was continued. At the time of reporting, the events were unresolved.